Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation:failure analysis: the xenon lightsource was received in used condition. Evaluation of the xenon lightsource found that the unit has physical damage to the floor stand holes, bezel, power entry module and turret. The chassis, bezel, power entry module and turret have been replaced to correct these issues. Unrelated to the reported failure, the unit failed display contrast test and lamp hard start. Both the control board and lamp were replaced to correct these issues.root cause analysis: the reported complaint was confirmed. It was determined that the issue of this xenon lightsource unit producing a burning smell, having loose parts, and general damage is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) was powered on, it produced a burning smell. In addition, there were also loose parts that moved around inside when handling the device. The front left bottom corner also has damage to the plastic case. It is unknown under which circumstance this event occurred; however, no patient injury, death or surgical delay was reported.